Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two differentmeters, within 10 minutes: hi (>33.33_ mmol/l) on mobile meter (system 1) and 12.1 mmol/l on aviva meter (system 2). Test cassette is no longer available. No death or serious injury reported. Requested return of meter for evaluation and replacement was sent.